Manufacturer narrative:
Method - complaint history analysis, mfg record rev, risk assessement and visual inspection. Results - complaint history analysis, 76 previous complaints on this instrument related to tip deformities, it is a recurrent problem. Mfg record rev, 6 units from same mfg batch of 25 were rejected for failure to comply with functional and threading specs, however, this unit was deemed satisfactory. Risk assessment, no adverse consequences to the pt, however, it is possible that the surgery might have to be changed from a mis to an open surgery if no replacement shaft is available or if fragments from the shaft need to be retrieved from the body cavity. Visual inspection, clamp-tip confirmed to have broken from instrument shaft. Conclusion: the observed defects on the returned mantis rod inserter inner shaft are recurrent failures that are attributable to excessive stress/torque being applied to the instrument by the surgeon during rod insertion. A CAPA was initiated and the product is now under recall. The FDA was sent notification of the recall on 06/22/2011.

Event description:
Nurse of the hosp reported to our sales rep p k that she was observing a surgery procedure. During this she observed that during the insertion of the rod it was broken off. The surgery could be completed.